Event description:
The pt reportedly was not hearing well while wearing the external equipment. The pt was seen at the center for evaluation. Programming changes were made. The pt continued to be monitored by the center. On 2005, the pt was seen at implant center. Testing performed revealed out of range impedances on several electrodes. Surgery to explant the pt's c1 device is to be scheduled.